Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Event description:
The customer from canada reported that he performed blood glucose testing with the contour next meter within 10 minutes and obtained readings of 33 mmol/l, 18 mmol/l and 9 mmol/l. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips from lot # 2cpeg01a for evaluation. An in-house testing was performed with the returned meter and test strips using blood sample, which gave a satisfactory performance. Section d4 of the initial report indicated the lot # associated with the event as 2cpeg01b. The correct lot # is 2cpeg01a. Section d4 has been updated.